Event description:
It was reported a patient underwent open heart surgery, bental procedure on (B)(6) 2023 and suture was used. While doing procedure and half-way when doing the suturing, the suture snapped. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one needle suture in two sections that pertain to the product code . This product code is double-armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needles. The suture pieces were examined and the end of the sutures was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. A functional test was performed in a suture piece using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.